Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging her one touch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began at an unspecified time in the same month. The pt reported obtaining alleged high blood glucose results in the "300 and 500 mg/dl" with the subject meter. In response to the alleged high results, the pt claimed she took an increased dose of insulin (type and amount unk). The pt was unable to confirm if she developed symptoms; however, reported that on the late evening of that day, she was treated in the emergency room with IV glucose after her blood glucose measured "48 mg/dl" on a lab device. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.